Event description:
A facility reported that the mayfield composite series skull clamp (a3059) had a slip at the close of a "craniotomy-tumor resection" procedure. The medical team heard a pop and the skull clamp disengaged. They immediately tended to the patient who was unharmed.

Manufacturer narrative:
The mayfield skull clamp (a3059p) was returned for evaluation: device history record (DHR) - the DHR was reviewed and no anomalies related to the reported failure was observed. Failure analysis - the investigation of the returned unit was unable to duplicate slippage. The device was returned in good working order and no maintenance is required at this time. Root cause - the complaint is not confirmed. The skull clamp returned was in good working order and no maintenance was required. The probable root cause is improper or suboptimal placement of the skull clamp on the patient. No further investigation is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.